Event description:
It was found that the tracks cannot be engaged because the stair tracks were broken /damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.